Event description:
The international customer reported the ventilator alarmed vent inop and would not boot up due to an air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer replaced the blower motor controller pcb board to address the reported problem.